Manufacturer narrative:
The two subject device were returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe of the first device broke down at 17 mm from the distal end. The fragment was not returned. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the patient body, the probe broke due to the stress by touching physically. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is one of two reports. Cross reference MFR. Report number 8010047-2013-00760.

Event description:
During checking the subject device outside the patient body, the probe tip broke off. There was no patient harm reported.